Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged graft failure is related to the activ.a.c.¿ therapy system. No medical or surgical intervention was performed for the failed graft. The physician noted clear instructions that the wound v.a.c. Was to left alone and not changed for 10-14 days which is beyond the v.a.c.® therapy device labeling recommended time frame for grafts. Device labeling, available in print and online, states: never leave a v.a.c.® dressing in place without active v.a.c. ® therapy for more than 2 hours. If therapy is off for more than 2 hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternative dressing at the direction of the treating clinician. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts, and wounds with acute enteric fistulae. Continuous therapy for duration of 7 days with no dressing changes is also generally recommended for use of v.a.c.® therapy with a new graft placement. Apply v.a.c.® dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.® granufoam¿ dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. V.a.c.® therapy may not be suitable for placement over some products that create a barrier to fluid removal. Check with the product¿s manufacturer prior to use with v.a.c.® therapy.

Event description:
On (B)(6) 2018 the following information was reported to kci by the patient¿s spouse: the activ.a.c.¿ therapy system allegedly made his wife lose the skin. On (B)(6) 2018, the following information was reported to kci by the patient¿s spouse: the patient's skin graft failed on (B)(6) 2018. The patient's spouse alleged alarm conditions occurring on (B)(6) 2018 caused the graft failure. The patient continues to use the activ.a.c.¿ therapy system. On may 09 2018, the following information was reported to kci by the physician's nurse: the patient reported experiencing an issue with v.a.c.® therapy and did not call the home health agency until the following day. Upon dressing removal, 100% of the graft fell off. No medical or surgical intervention was performed, and the activ.a.c.¿ therapy system was re-applied. A subsequent graft was not planned, and the physician is currently using the activ.a.c.¿ therapy system for granulation. The nurse could not determine if the activ.a.c.¿ therapy system caused or contributed to the graft failure. Per review of kci records, on (B)(6) 2018, the patient underwent an excision/debridement of the right lower abdominal chronic wound with placement of split thickness skin graft and placement of kci wound v.a.c. The indications for procedure noted instructions were given that the wound v.a.c. Was to be left alone and not changed except by the physician in 10-14 days. On (B)(6) 2018, the physician observed the patient. The patient indicated the home health nurse came on friday and found the alarm was beeping on the v.a.c. There had been a leak/kink and she was unsure how long it had been occurring. She reinforced the dressing to stop the leak but nothing else. When the v.a.c. Was taken down, it was found the graft did not take. The wound appeared clean, there was a bit of malodor, but there were no obvious signs of infection. On (B)(6) 2018, the physician observed the patient and noted the patient's abdominal wall ulcer was clean and the wound was too shallow to use a v.a.c. An alternate dressing was applied. On apr 25 2018, the device was tested per quality control procedure by kci service center, and the unit passed the qc checks and met specifications. On (B)(6) 2018, the device was placed with the patient. On may 30 2018, the device was tested per quality control procedure by kci quality engineering. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.